Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code: (B)(4).

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning performed on an unknown date. During scope cleaning, the little brush fell apart when cleaning the scope. It was not reported how the procedure was completed. There was no patient involvement with this event.